Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services powered on the monitor and the default image would not show; there were just thick grey lines down the screen. The device was tested with a new lcd and the picture returned. The device was retested with a test baton and the images were good. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was no image on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.